Manufacturer narrative:
Examination of the returned instrument confirms the observation. The lead thread is badly damaged and there is a gouge within the threads. It is evident the instrument was used to impact another device when not threaded into the mating cup. This type of thread damage is unlikely to occur during normal use. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument is stripped.